Event description:
Healthcare professional reported a left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, g.1, h.3, h.6. Device evaluation: visual analysis of the returned device identified: opening, crease fold, white calcification particles on the surface of the shell 10%, underweight. A microscopic analysis was performed which one crease sharp in the posterior. Wear abrasion and stress mark. Based on the device analysis the final assessment is: a crease sharp in the posterior side assessed as fold flaw opening.

Manufacturer narrative:
Additional information continued from: initial reporter: phone number: (B)(6). Serial number (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.